Event description:
It was initially reported that the patient feels that their device has moved and she is experiencing neck pain. Further information was received that the patient has high lead impedance and low output status. Device history records were reviewed the lead and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No surgical intervention has been reported to date. No additional relevant information has been received to date.